Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. The implantable cardioverter defibrillator was found to be in backup vvi operation. A device firmware download was performed successfully.